Event description:
A stretch vl stent was being removed from a patient. According to the complainant, during the removal, a little resistance was felt and upon the second attempt to pull the stent, it tore in two places inside of the urinary duct. Although the proximal part of the stent was removed from the patient with no problem and disposed of, the distal part of the stent remains inside of the patient. The procedure was aborted and there were no further patient complications reported with this event. Several attempts have been made to obtain further follow up, other than the fact that the distal part is scheduled to be removed in 2009, there is no further info regarding removal of the device fragment from the pt.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the user facility. Since the lot number is unk, the exp and MFR dates are not known. The product has not been returned, therefore a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch will be filed.